Event description:
It was reported that during an open esophagectomy procedure, the tissue pad burned completely off the device twice. Part of the tissue pad from one of the devices still remains in the patient. They could not locate it. It is not known how the procedure was completed. There was no patient consequence reported at this time. Additional information requested on whether tissue pad will be removed from the patient.

Manufacturer narrative:
D4; h4, h6: information anticipated, but unavailable at this time.